Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user had been experienced low blood glucose (bg) levels below 40 mg/dl. Reportedly, the user's healthcare provider had been adjusting the pump settings and the contact believes that is why the user's bg levels have been going low. The user addressed bg level with coke and sugar. At the time of the report, the user's bg level was not low.